Event description:
The units just did not spray [product delivery mechanism issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of adverse events product delivery mechanism issue and no adverse event in female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 15-jun-2026, amneal pharmaceuticals received information from a patient via email concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. On an unknown date on (B)(6) 2026, the patient was being treated with albuterol sulfate inhalation 90 microgram (ndc: 69238-1291-1, batch/lot: ai25020, expiration date: oct-2027 and serial number: (B)(6) via inhalation use for an unknown indication. Co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. The patient recently have received two of your albuterol sulfate inhalation aerosol 90mcg prescriptions. Patient was very unhappy with the container that was provided to spray the product. One of the plastic spray containers she have wasted at least 20 sprays and the other was at least 10 sprays of the medication. The units just did not spray. On (B)(6) 2026, she received 2 sealed medication boxes from pharmacy and on unknown date on (B)(6) 2026, she started using the medication and on (B)(6) 2026, she observed that medication was not coming out from the inhalers. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of product delivery mechanism issue and no adverse event with albuterol sulfate inhalation. Review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on this trend, the case has been assessed for as a potential malfunction. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.